Manufacturer narrative:
Analysis of table logs showed that there was no image acquired on the day of the reported issue. Nothing is recorded (no setup beam and no pre-port or similar). The table log history shows that the first field was delivered with a table height of -13.6 and all others with -13.7 therefore it is assumed that the unintended movement appeared between the first and the following fields. The table log history also shows the user replied "no" instead of "yes" to a warning message that displayed, "if the user wants to keep the overridden table values for the following beams", which is why the table moved after the first field. It was a large movement from -13.6 to 0. No error could be found in the table logs. Considering this, it is concluded that the reported issue was due to user error within treatment workflow.

Manufacturer narrative:
Investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer reported to siemens on (B)(6) 2017 that the txt treatment table moved vertically during a patient treatment. The user noticed a physical table movement as well as a change of the displayed table height value. No interlock occurred. The user has confirmed that there was no mistreatment or injury to the patient. This reported issue occurred in (B)(6).